Event description:
On 3/3/2010, we received a legal notice alleging a fire originated due to the malfunction of a millennium oxygen concentrator. There was no patient harm reported but property damage occurred. Further information received claims, the patient finished smoking their cigarette and put the cigarette out in the ashtray and then placed the ashtray on the night stand next to the bed. The patient put on the oxygen cannula and started to take a nap. The patient awoke feeling heat and noticed the bedding was on fire. The patient placed the comforter in the bathtub to extinguish the flame, but the bed was still on fire and the house had to be evacuated. An inspection of the device and fire scene will be conducted by the manufacturer when the unit and property is made available.

Manufacturer narrative:
This report is being submitted since the device and fire scene have not been evaluated by the manufacturer, and the device has not been eliminated as the cause of the fire at this time. Once the investigation is complete, a follow-up report will be submitted.